Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the cause of the low bg level was due to the customer going through menopause and experiencing pain issues. Although tandem technical support offered to troubleshoot, the customer declined and stated she did not allege any issues with the pump. The customer drank juice and consumed food to stabilize impacted bg level.